Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife trigger was stiff at press but the blade would advanced and retract once additional force was applied to the trigger. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled and it was found that the device's red wire had came out of the pull tube and the knife pull would get stuck on it when attempting to advance and retract. This can also affect the lever handle and make it difficult to depress. It was reported that the knife blade did not advance and did not retract. The reported issues were confirmed. The most likely cause was traced to device design. Improvements have been initiated to mitigate this condition. It was also reported that there was unit switch failure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the knife trigger was stiff at press but the blade would advanced and retract once additional force is applied to the trigger. The device was disassembled and it was found that the device's red wire had came out of the pull tube and the knife pull would get stuck on it when attempting to advance and retract. It was reported that the knife blade did not advance and the knife blade did not retract. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. It was also reported that there was a failure on unit switch, knob and button. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the activation button was difficult to press when cutting and retracting the cutting blade was very slow. There was no patient injury.

Manufacturer narrative:
Correction: h3 additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the knife trigger was stiff at press but the blade would advanced and retract once additional force is applied to the trigger. The device was disassembled and it was found that the device's red wire had came out of the pull tube and the knife pull would get stuck on it when attempting to advance and retract. It was reported that the knife blade did not advance and the knife blade did not retract. The reported issues were confirmed. The most likely cause was traced to device design. It was also reported that there was a failure on unit switch, knob and button. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.